Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the fast fix t1 was deployed the t2 deployed prematurely. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. T1 was removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned outside of original packaging. The device was recieved without the suture or anchors. The deployment needle was in the t2 pre-deployment position. The needle doesn't appear bent. A functional evaluation revealed the device functioned as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.